Event description:
Caller (pt's daughter) alleged discrepant results compared with the physician's inratio meter and the lab. Results as follows: date: (B)(6) 2011, inratio: 3.0, physician's inratio: 2.7. Date: (B)(6) 2011, inratio: 2.6, lab: 2.1.

Manufacturer narrative:
Investigation pending.